Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is that the cable breaks, due to repeated use. The device has been repaired.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video gastroscope eg-2990i. In the event reported, it was stated that the device has no video image. The event timing is unknown. There was no adverse event reported with this complaint. The device was returned to pentax medical service department for further evaluation on service order (B)(4). It currently pending evaluation. No additional information was provided this complaint.